Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 74-year-old woman with known diabetes mellitus who developed cardiogenic shock secondary to a myocardial infarction. She underwent percutaneous coronary intervention with implantation of two drug eluting stents in the left anterior descending coronary artery. Additional percutaneous procedures were planned, and an interdisciplinary decision was made to initiate mechanical circulatory support. An impella cp device and a pulmonary artery catheter were subsequently inserted. One day after impella cp insertion, the patient developed acute renal failure, and continuous renal replacement therapy was initiated on the second day following device placement. On the third day, the patient developed a sepsis. The patient underwent transesophageal echocardiography with electrical cardioversion and experienced clinical decompensation following the procedure. The patient was ultimately successfully weaned from the impella cp device and survived.

Event description:
Additional information indicates that dialysis and antibiotics were started by the clinical team.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Manufacturer narrative:
Corrected information were provided in b5 and d4. Upon review, the event description and serial number have been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Updated clinical narrative: the patient is a 74 year old woman with known diabetes mellitus who developed cardiogenic shock secondary to a myocardial infarction. She underwent percutaneous coronary intervention with implantation of two drug eluting stents in the left anterior descending coronary artery. Additional percutaneous procedures were planned, and an interdisciplinary decision was made to initiate mechanical circulatory support. An impella cp device and a pulmonary artery catheter were subsequently inserted. One day after impella cp insertion, the patient developed acute renal failure, and continuous renal replacement therapy was initiated on the second day following device placement. On the third day, the patient developed a sepsis. The field representative responded that antibiotics were started. The patient underwent transesophageal echocardiography with electrical cardioversion and experienced clinical decompensation following the procedure. The patient was ultimately successfully weaned from the impella cp device and survived.

Manufacturer narrative:
H6: code f2303 was added per additional information.